Event description:
"I smelled a strong odor of burning plastic while standing outside of 4634. I went in the room and the smell was coming from the tablo machine that was actively running a treatment. The smell became stronger closer to the machine. Other staff members entered the room and were also immediately struck by the strong odor of burning plastic. I immediately notified charge and called (B)(6). He was concerned about it being a fire hazard, and instructed me to immediately return the blood to the patient, disconnect the machine, and take the machine out of service. I returned the blood to the patient without incident, but the treatment was ended early after only a few hours. The machine was placed outside of the room and labeled to not be used until it had been further evaluated. Of note, when I pulled the cartridge out it was cool to the touch and did not look like it had any damage, it seemed to be coming from inside the machine." We've asked outset to pull records of machine to identify a possible cause related to the machine and for record in the event this happens again. In a meeting with outset on 2/20/2024, they said they identified an issue with some of the older power cords and are planning to replace them. We have asked they prophylactically replace the cords on all of our machines.